Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The physician observed that the right ventricular (rv) lead was exhibiting diaphragmatic stimulation. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.